Event description:
The user facility reports incident of a cut in the blood pump segment tubing which occurred during the first hour of tx. Ebl=250cc. The actual complaint sample was discarded at the time of the incident, however the reported tubing damage may have been caused by the machine pump tubing guides due to user error of improper insertion of th pump segement tubing into the machine housing. The machine manufacturer had provided information to the user on proper pump segment installation. There was no patient injury or need for medical intervention reported.